Event description:
Noise on rv lead. Lead to be evaluated further. Lead remains implanted.

Manufacturer narrative:
We were informed that this lead was explanted due to fracture on (B)(6) 2019. (B)(6) 2019 - we were informed there were also inappropriate shocks. Upon receipt, the lead under complaint was found cut approx. 11 cm distal to the is-1 connector pin. The proximal and the distal lead fragment were returned for analysis. In between a 1 cm segment of the lead body was missing. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed multiple abrasion marks, particularly on the distal part of the lead. The conductor cable to the ring electrode showed a fracture in this region which can be considered the root cause of the clinical observation. Furthermore cuts in the insulation were noted and deformed shock coils which most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
We were informed that this lead was explanted due to fracture on (B)(6) 2019. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
We were informed that this lead was explanted due to fracture on (B)(6) 2019. (B)(6) 2019 - we were informed there were also inappropriate shocks. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.